Event description:
Pt called lfs in 7/2003 alleging inaccurately high readings. The pt reported feeling disoriented while attempting to test. Pt obtained a result on the meter of 197 mg/dl. It is documented that pt treated himself with glucose. One and a half hours later pt "fell into a coma". The paramedics were called and when they arrived they tested the blood sugar on their meter. The result was 24 mg/dl. Pt was treated with a IV fluid. No control solution tests were performed. The pt stated that the test strips were stored improperly or expired. No further info has been reported. This case is being reported as an adverse event because pt suffered a serious injury due to use error. Medical affairs was unable to reach the pt by phone, sending a letter to attempt to obtain more clinical info.